Event description:
A nurse reported that during cataract surgery, the unit was not maintaining the anterior chamber. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).